Event description:
Review of programming history revealed that upon initial interrogation a patient's vns generator was set at 0ma, although the generator had been previously programmed to 3ma. The generator was then reprogrammed to the previous settings and diagnostics were within normal limits. At the patient's previous office visit, communication was interrupted during a systems diagnostic test and a final interrogation was not performed.

Manufacturer narrative:
Analysis of programming history.